Manufacturer narrative:
Surgical notes state "the only thing I did differently was to place the portal on one side while at the same time I had a distractor in the disk space on the contralateral side. The sac was squeezed in the middle for perhaps two minutes. I guess I was concerned about this compression at the time (hence I removed it) but I had not thought it did any harm until post-op". On (B)(6) 2012 - last follow up visit 7 months post-op. Her foot drop has improved much. On testing today, her left dorsiflexion is essentially 5/5 and her right dorsiflexion is about 4/5. She has no back pain or radicular pain at all. She has some residual numbness in her ankles, more so on the right. States she does not use an afo and she gets around very well, uses a cane. She is very pleased with the results at this point. The epicage interbody fusion system is a spinal fixation system consisting of curved implants designed with two hollow holes to house bone graft material. The new bone formation through the implant is intended to provide long-term structural support and biologic fusion at the implanted disc space. System implants are manufactured of surgical grade titanium (astm f-136) and polyetheretherketone, peek (astm f-2026). A radiographic marker made of tantalum (astm f-560) facilitates visualization. The superior and inferior surfaces of the device have grooves to minimize implant migration. The surgical notes from this case were evaluated by two separate independent physicians. Both physicians agree that the event is not related to the device but rather a risk of this type of procedure. Lme epicage system included plif approach portal only. The plif approach does not disturb the dorsal root ganglion (drg). If disc space is not adequately distracted and disc prep not adequately completed, this could result in stretching and percussive events with portal placement. The patients nerve roots could have been stretched simultaneously beyond their limits. A risk with this type of procedure (plif or tlif). The bi-lateral foot drop could be a result of the stretching of the nerves, percussive events and/or possible coagulation (blood) in nerve root bed.

Event description:
(B)(6) female diagnosed with grade 1 spondylolisthesis and lumbar stenosis and right lower extremity discomfort underwent surgery on (B)(6) 2012. During the case the surgeon attempted to implant an alphatec epicage interbody but was unsuccessful. Alternative competitor spacer and pedicle screw instrumentation were used as a substitute. The surgeon noted a small hole in the dorsal aspect of the dura. This hole was well away from the nerve roots and well away from where they had been working to place the interbody graft. The hole was leaking cerebral spinal fluid and it was closed it with 5-0 suture. A chronos strip was placed over the dorsal aspect of the dura into the surgical defect in such a way as not to compress the nervous elements. They then laid a combination of cellular bone matrix and autologous bone graft over the site. 7 week post-op follow up report indicated the patient remained hospitalized for 18 days due to the dural tear and bilateral foot drop.